Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to noise with oversensing that resulted in the delivery of an inappropriate shock. No additional adverse patient effects were reported.